Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose was unknown mg/dl. The customer used brand new (B)(6) aaa battery and no low battery alarm in history. The customer stated that the device was not bumped or dropped. The customer stated that the battery cap is ok and first occurence. The customer was advised that we will send a new battery cap.